Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed. Additionally, the lock line was observed to be knotted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to remove the lock is a result of the knotted lock line. A cause for how the lock line knot formed could not be determined. The reported poor imaging is related to patient anatomy and corresponding poor image quality, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3-4, a rotated hearted, short and friable leaflets. An xtw clip (B)(6) was placed on the anterior and septal leaflet. During deployment, it was noted the lock line was unable to be removed. Therefore, the clip was removed and replaced. An xtw clip (B)(6) was deployed on the tricuspid valve. However, after deployment, tissue damage was observed on the anterior leaflet. To further reduce tr, an additional xtw clip (B)(6) was implanted. However, after deployment, the clip partially detached from the anterior leaflet. Further tissue damage was observed on the anterior leaflet. The physician attempted to reduce tr with another xtw clip, but was unable to significantly reduce tr. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na.